Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The blood glucose value at the time of the event was 400 mg/dl. The event involved product(s) unk_sensor, unk_reservoir, unk_ngp, unomedical. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and able to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. No product return is required for unk_sensor. No product return is required for unk_reservoir. No product return is required for unk_ngp. No product return is required for unomedical.

Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind, prime/seating, basic occlusion test and force sensor test. No pump error 37 alarm during testing noted. Pump¿s history and trace files downloaded successfully using thump software. Pump was cut open to perform visual inspection and found evidence of moisture ingress on the electronic assembly, force sensor and motor. The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. Motor motion alarm (37) was found in history file on (B)(6) 2026 14:49:11.000.in summary customer alleged pump error 37 alarm confirmed due to moisture ingress on motor home switch. Expose to moisture noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.